Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, all the keypad buttons were under responsive. The reporter stated that the keypad cover was intact and there was evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The keypad cover was intact. The pump powered up to the verify screen with the appropriate audible and vibratory functions. All the keypad buttons responded normally. Removal of the keypad cover did not find any defects with the button contacts. The investigation was unable to duplicate the reported keypad button issue. Unrelated to the reported keypad button issues, a leak was found at the bolus button and the bolus button cover was detached/missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.